Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. Contact reported that the customer had a low blood glucose level of 52 (mg/dl) that was treated with juice. It was reported that the customer had manual injections available for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.